Manufacturer narrative:
According to the customer contact, the cotton tip fell off in the ear canal. It was reported that the patient required sedation to remove the piece. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Cotton tip fell off in ear canal.